Manufacturer narrative:
G4: 02jun2020. B4: 17jun2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25may2020. B4: 08jun2020. The unit was in use at the time of the reported event. G4: 02jun2020. B4: 08jun2020. The customer reported that the patient was not feeling well and the physician found that the patient's carbon dioxide (co2) concentration was elevated and his blood oxygen level was decreased. The patient was immediately transferred to another unit and treated without delay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22-may-2020.

Event description:
It was reported that there was a carbon dioxide issue with the unit. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and flow sensor and the issue was resolved.